Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_tlock_anchor, lot# unknown, product type: accessory.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported both leads were replaced, though, the problem was not known.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# 0204351361, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# 0204370668, implanted: (B)(6) 2010, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had no more stimulation in his legs and had more pain. The impedance of the epidural leads were over 10,000 ohms. There was nothing that led or contributed to the issue. A surgical intervention was planned to explant the two leads and an extension.

Manufacturer narrative:
Correction: please note that conclusion code and result code no longer apply to this report. Additionally, please note that sections have been updated at this time. Device analysis: analysis of the first lead found the #0 and #2 conductors were broken 15.8 cm from the distal end and the #3 conductor was broken 14.0 cm from the distal end. Analysis of the second lead found that all conductors were broken at both 15.5 cm and 16.0 cm from the proximal end. It was noted that specific, serialized lead identities could not be determined at the time of analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) additionally reported that they will see the patient on (B)(6) 2016 with the doctor. The day after this appointment the rep reported the date of the patient's revision will be on (B)(6) 2016. First they will test the impedance of the leads in the or and replace them if needed. If the leads are okay, they will change the extensions and/or implantable neurostimulator (ins). The did not know yet where the problem was, it will be found in the or.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.